Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, unspecified back-up mode was noted on the device. Technical support was contacted, and the device firmware was reloaded to resolve this event. The patient was stable following this event with no adverse consequences.